Manufacturer narrative:
Pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected errortest, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump screen is cracked on the corner. The customer mentioned that moisture was not able to get through. The product was returned for analysis.